Manufacturer narrative:
(B) (4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary stent was used during a stent placement procedure for a biliary stricture secondary to post liver transplant, performed on (B) (6) 2010. According to the complainant, a previously placed plastic stent was removed prior to the wallflex stent placement during the same procedure. A sphincterotomy was not performed. The stent was placed in a satisfactory position across the stricture and the patient was discharged on (B) (6) 2010. On (B) (6) 2010, the patient experienced mid-abdominal pain and was hospitalized on (B) (6) 2010, 8 days post procedure. The patient was treated with pain medication. A gastroscopy was performed with no significant findings. The patient was discharged on (B) (6) 2010 and the event was reported as resolved with no residual effects. The relationship to study stent placement per investigator was assessed as unrelated.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary stent was used during a stent placement procedure for a biliary stricture secondary to post liver transplant, performed on (B)(6) 2010. According to the complainant, a previously placed plastic stent was removed prior to the wallflex stent placement during the same procedure. A sphincterotomy was not performed. The stent was placed in a satisfactory position across the stricture and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient experienced mid-abdominal pain and was hospitalized on (B)(6) 2010, 8 days post procedure. The patient was treated with pain medication. A gastroscopy was performed with no significant findings. The patient was discharged on (B)(6) 2010 and the event was reported as resolved with no residual effects. The relationship to study stent placement per investigator was assessed as unrelated. On august 16, 2010 the following information was reported to boston scientific: during the study stent placement procedure on (B)(6) 2010, the patient experienced epigastric pain. The epigastric pain prolonged hospitalization and was treated with prescription painkillers. The patient was discharged on (B)(6) 2010. The event was reported to be resolved without residual effects. The relationship to study stent placement per investigator was assessed as unrelated. However, the reported device causality assessment per the investigator was "possible."

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed in the dfu for this product as a potential complication related to the use of this device. Therefore based on this evaluation, the most probable root cause is anticipated procedural complication.